Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (223 - 325 mg/dl) and insulin injections were administered to address the bg level. The customer thought that the infusion set site was inserted into scar tissue. There was no reported damage to the cannula. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.